Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was bleeding more than what is normal. Bleeding was not device related. The patient underwent an early lead pull. The physician did not know the cause of bleeding.